Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving stimulation coverage from her scs system. Diagnostic testing revealed high impedance readings on multiple lead contacts. In turn, the patient will consult with a physician regarding surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the entire scs system was explanted and replaced. Reportedly, effective therapy was regained following the procedure and the issue is resolved.